Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the device has stopped functioning and is going to be replaced on (B)(6) 2020. The physician believes that there is a leak in the system.

Manufacturer narrative:
Device analysis: an allegation of a leak was reported. The ams 700 device components were visually inspected and functionally tested. A leak was identified near the proximal end of the cylinder body in one of the cylinders attributed to input tube wear. Broken fabric threads were present. No other malfunction was identified. The reported allegations were confirmed. Visual inspection and functional testing of the ams 700 device confirmed the reported fluid leak allegation. A leak was identified near the proximal end of the cylinder body in one of the cylinders attributed to input tube wear. Broken fabric threads were also present. Product analysis therefore confirmed fluid loss as the probable cause of the event, as fluid loss in a cylinder can lead to the reported event. The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to a cylinder leak through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient underwent a revision procedure due to the device stopped functioning and a leak in the system with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and balloon was explanted on (B)(6) 2020.

Event description:
It was reported that the patient underwent a revision procedure due to the device stopped functioning and a leak in the system with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and balloon was explanted on (B)(6) 2020. This report is a duplicate event and is reported under MFR# 2183959-2020-01478 and the analysis will be submitted after completion under MFR# 2183959-2020-01478.

Manufacturer narrative:
Additional information provided in b5: this report is a duplicate event and is reported under MFR# 2183959-2020-01478 and the analysis will be submitted after completion under MFR# 2183959-2020-01478. Device analysis: an allegation of a leak was reported. The ams 700 device components were visually inspected and functionally tested. A leak was identified near the proximal end of the cylinder body in one of the cylinders attributed to input tube wear. Broken fabric threads were present. No other malfunction was identified. The reported allegations were confirmed. Visual inspection and functional testing of the ams 700 device confirmed the reported fluid leak allegation. A leak was identified near the proximal end of the cylinder body in one of the cylinders attributed to input tube wear. Broken fabric threads were also present. Product analysis therefore confirmed fluid loss as the probable cause of the event, as fluid loss in a cylinder can lead to the reported event. The product record review confirmed the reported events of fluid loss do not represent an unanticipated event. An investigation conclusion code of cause traced to component failure was chosen, as problems were traced back to a cylinder leak through product investigation. The product analysis results and event report provided no objective evidence that would warrant further escalation.